Event description:
It was reported that this right atrial (ra) lead showed pacing impedance measurements in the low, out of range values. Also, noise, far field over sensing and a false mode switch were recorded. The lead has been in service for several years and an insulation breach was suspected. The ra lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).